Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4).malformed clip. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled, fed and formed 10 conforming clips, 1 clip with gap, 1 scissored clip and one pear shaped clip due to a bypass issue. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.